Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this ra lead had perforated the atrium. Thoracotomy was performed and this lead was explanted the same day. The physician commented that the myocardium was thin. The patient is now doing well.